Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer has a button error on their insulin pump. Their blood glucose level was 137mg/dl. Trouble shooting was done. Pump is being returned. No further information available.

Manufacturer narrative:
No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window and a missing end cap sticker.